Event description:
(B)(4). Initial report was received on 10-dec-07 and follow-up was received on 11-dec-07 and 13-dec-07: this non-serious report was received from a nurse via our affiliate in (B)(4). This report involves a (B)(6) female pt who was administered sculptra (poly-l-lactic acid) on (B)(6) 2007 (dosage, indication and location of injection not provided). Medical history and concomitant medications were not indicated. A nurse reported that this pt was administered poly-l-lactic acid on (B)(6) 2007, the pt developed a lump on her jaw line, which was not near the site that poly-l-lactic was administered. The pt was referred to a dentist and was diagnosed with lymph node inflammation. The nurse stated she did not feel the lump when the skin was pressed together, but once she pressed down on the skin she could feel a bump/lump. The pt is scheduled to undergo major dental work 'soon.' The pt's outcome was unk. The reporter did not provide a causal assessment. Further info is being requested.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, three devices were leaking. This caused a 10-minute delay to the procedure. It is unknown at this time how the procedure was completed. There was no adverse consequence to the patient.